Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on or off. The large volume pump did not turn on either side of the point of care unit. No additional information was provided. There was no reported patient involvement.

Event description:
It was reported that the device will not turn on or off. The large volume pump did not turn on either side of the point of care unit. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure. A review of the device history record showed the device had a manufacture date of 19nov2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.